Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a false closed door state when the pump door was opened occurred. The service history record (shr) review was completed and revealed the device has been serviced within the last 12 months. Evaluation serviced the device for the same allegation. Evaluation found that the reported issue was not reproduced and all of the pump switches functioned normally. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be a failed upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump pump did not recognize an open door or intravenous (IV) tubing during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Event description:
It was reported that a (B)(6) pump did not recognize an open door or intravenous (IV) tubing during testing at the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing, a false closed door state when the pump door was opened occurred. The service history record (shr) review was completed and revealed the device has been serviced within the last 12 months. Evaluation serviced the device for the same allegation. Evaluation found that the reported issue was not reproduced and all of the pump switches functioned normally. All required service actions were completed in the last service cycle. The reported condition was verified. The cause of the condition was determined to be a failed upper latch switch. The upper auxiliary requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.